Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in conformity with specifications. Based on the results of the investigation, olympus confirmed foreign material came out of the device, and it was revealed that the foreign material was a mixture of silicic acid and silicone, however, the root cause cannot be identified. It was unknown whether the reprocessing method for the foreign material residue point deviated from the instruction manual. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): instructions, operation manual chapter 3 ¿preparation and inspection¿, section 3.2 ¿inspection of the endoscope¿ and section 3.6 ¿inspection of the endoscopic system¿ describe how to inspect for the subject event in as below. ¦inspection of the endoscope 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. ¦inspection of the objective lens cleaning function ¿inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.